Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the marlex (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.